Manufacturer narrative:
The pod was received with the cannula deployed. The downloaded data indicated a rotational sensor malfunction. Poor continuity between the commutator cap and rotational sensors was observed through inspection of the drag marks on the commutator cap, and vertical scratch marks were seen on the commutator cap, consistent with a rotational sensor malfunction. An hazard alarm was generated, which is also consistent with a rotational sensor malfunction. However, the exact cause of the poor continuity and vertical scratch marks, and resulting hazard alarm, could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was found bent and flattened. It could not be determined when these damages occurred, and it could not be conclusively determined if these affected the device¿s ability to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient bg (blood glucose) values reached into the 200's to 300's mg/dl. She was at school when pod alarmed. She had to wait an hour before they could apply a new pod, so they gave her a manual injection as a backup method.